Event description:
On 10/19/95 orthopedic clinic surgical tech, reported an incident with a pt. While tech was rolling the item on a pt's calf, a nail in the casting roll poked through, narrowly missing her finger and the pt's leg.